Event description:
Related manufacturer reference number: 3006705815-2022-00428. It was reported that the patient's lead contacts is displaying high impedances. The patient requires an MRI, so surgical intervention is anticipated. Note: it is unknown which lead was displaying high impedances, so both are being reported on.

Event description:
Additional information received indicated both existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.